Event description:
It was reported that during use, power PICC solo 4 fr single lumen had internal fracture resulting in extravasation of epirubicin chemotherapy, awaiting to hear length of catheter fracture and securing device. PICC inserted (B)(6) 2024, no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 15 and 16cm mark.. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported that during use, power PICC solo 4 fr single lumen had internal fracture resulting in extravasation of epirubicin chemotherapy. Awaiting to hear length of catheter fracture and securing device. PICC inserted (B)(6) 2024 no other information was provided. Customer replied on 11-apr-24: (B)(6) 2024: during epirubicin administration patient complained of some discomfort on her upper arm 7-8 out10 pain score on upper arm few inches above PICC entry site just below the axilla hence only 100 mg of epirubicin given. Treatment was stopped and therefore patient did not get the rest of her treatment. Patient was then reassessed: nil redness, nil swelling, nil features of extravasation noted and escalated to nurse in charge and unit doctor. Fluid challenged done 250 ml nacl 0.9 % commenced for 15 minutes to observe for query split in PICC line (internal). Discussed with unit doctor whom requested a linogram however nil beneficial as advised by radiology department. Slight swelling noted on patient's medial upper arm just below the axilla. PICC removed following this. The usual process of using dsmo and hydrocortisone was not possible due to not knowing where the extravasation occurred and concerns therefore over extravasation at a site that is not easily accessible for intervention. We elevated right arm and applied the cold pack for 30 minutes. We gave our patient the post extravasation leaflet and added our contact details. We took photographs of the patient's arm. We have taken advice from the plastic surgery team. (B)(6) 2024:patient has applied cold compresses over the last 24 hours, and has had no pain practically since the flush was completed. The hope is that the minimal amount of epirubicin has escaped if any. No changes to the site from day before. (B)(6) 2024: patient reported she has some aching/soreness from her elbow up to where the swelling had been. This is along the inside of her arm. She is using cold compresses when she can. She reports no redness, swelling or discolouration on the arm. Red mark where PICC line and securacath removed. Advised we would need to keep monitoring her throughout the week and that we would call her again tomorrow to assess how she is doing. Called and spoke to plastics registrar on-call at leeds for advice regarding extravasation. The registrar advised no actions at present as there are no skin changes and if no changes yet the hope is it resolves. (B)(6) 2024: patient is still experiencing some discomfort on movement and it feels tight as if she has pulled a muscle. She has no pain at rest though. She says the skin does not look any different . She is taking paracetamol for the discomfort. (B)(6) 2024 + (B)(6) 2024: still uncomfortable on movement but not at rest and no worse. (B)(6) 2024: all her skin is intact and looks healthy. There is a small red mark where the PICC line was removed which is healed and expected. Some very minimal dry skin which may have been related to the PICC line dressing rather than extravasation. She still reports that she feels like she has pulled a muscle in that part of arm but this pain/discomfort remains the same and has not worsened. (B)(6) 2024: clinic review with oncologist = the recent problem with the PICC line have left an impact with the patient. Arm is sore along the inside into the armpit. Oncologist believes this follows the line of the vein and wonders with the chemotherapy which was released, most likely into the vein that the patient has suffered from phlebitis rather than a significant leakage into the surrounding tissues. Patient had no skin changes to suggest significant escape of the epirubicin drug and therefore the oncologist would now be hopeful 2 weeks from the original event that the patient will not have any significant tissue damage. He explained that phlebitis however sometimes can persist, as the veins can become scarred and may remain tender for an extended period of time. He prescribed some hirudoid cream. Treatment to resume peripherally.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, power PICC solo 4 fr single lumen had internal fracture resulting in extravasation of epirubicin chemotherapy. Awaiting to hear length of catheter fracture and securing device. PICC inserted (B)(6) 2024 no other information was provided. Customer replied on (B)(6) 2024: (B)(6) 2024: during epirubicin administration patient complained of some discomfort on her upper arm 7-8 out10 pain score on upper arm few inches above PICC entry site just below the axilla hence only 100 mg of epirubicin given. Treatment was stopped and therefore patient did not get the rest of her treatment. Patient was then reassessed: nil redness, nil swelling, nil features of extravasation noted and escalated to nurse in charge and unit doctor. Fluid challenged done 250 ml nacl 0.9 % commenced for 15 minutes to observe for query split in PICC line (internal). Discussed with unit doctor whom requested a linogram however nil beneficial as advised by radiology department. Slight swelling noted on patient's medial upper arm just below the axilla. PICC removed following this. The usual process of using dsmo and hydrocortisone was not possible due to not knowing where the extravasation occurred and concerns therefore over extravasation at a site that is not easily accessible for intervention. We elevated right arm and applied the cold pack for 30 minutes. We gave our patient the post extravasation leaflet and added our contact details. We took photographs of the patient's arm. We have taken advice from the plastic surgery team. (B)(6) 2024: patient has applied cold compresses over the last 24 hours and has had no pain practically since the flush was completed. The hope is that the minimal amount of epirubicin has escaped if any. No changes to the site from day before. (B)(6) 2024: patient reported she has some aching/soreness from her elbow up to where the swelling had been. This is along the inside of her arm. She is using cold compresses when she can. She reports no redness, swelling or discolouration on the arm. Red mark where PICC line and securacath removed. Advised we would need to keep monitoring her throughout the week and that we would call her again tomorrow to assess how she is doing. Called and spoke to plastics registrar on-call at leeds for advice regarding extravasation. The registrar advised no actions at present as there are no skin changes and if no changes yet the hope is it resolves. (B)(6) 2024: patient is still experiencing some discomfort on movement and it feels tight as if she has pulled a muscle. She has no pain at rest though. She says the skin does not look any different. She is taking paracetamol for the discomfort. (B)(6) 2024: still uncomfortable on movement but not at rest and no worse. (B)(6) 2024: all her skin is intact and looks healthy. There is a small red mark where the PICC line was removed which is healed and expected. Some very minimal dry skin which may have been related to the PICC line dressing rather than extravasation. She still reports that she feels like she has pulled a muscle in that part of arm but this pain/discomfort remains the same and has not worsened. (B)(6) 2024: clinic review with oncologist = the recent problem with the PICC line have left an impact with the patient. Arm is sore along the inside into the armpit. Oncologist believes this follows the line of the vein and wonders with the chemotherapy, which was released, most likely into the vein that the patient has suffered from phlebitis rather than a significant leakage into the surrounding tissues. Patient had no skin changes to suggest significant escape of the epirubicin drug and therefore the oncologist would now be hopeful 2 weeks from the original event that the patient will not have any significant tissue damage. He explained that phlebitis however sometimes can persist, as the veins can become scarred and may remain tender for an extended period of time. He prescribed some hirudoid cream. Treatment to resume peripherally. The following additional detail was provided for this event as part of a focus survey: it was reported the catheter total length was 52cm, inserted in the basilic, exit site marking 8cm, secured with a secureacath and used for onocology treatment of epirubicin, cyclophosphamide. Split 15.5cm, internal to the patient causing extravasation 41 days after insertion. Site cleaned with chloraprep 3ml 2% chg in 70% ipa. 23% catheter to vein ratio, x 3 cycles of chemo treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed. One 4fr sl powerpicc solo catheter was returned for evaluation. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a split was observed between the 15 and 16cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during use, power PICC solo 4 fr single lumen had internal fracture resulting in extravasation of epirubicin chemotherapy. Awaiting to hear length of catheter fracture and securing device. PICC inserted (B)(6)2024 no other information was provided. Customer replied on (B)(6)2024: (B)(6)2024: during epirubicin administration patient complained of some discomfort on her upper arm 7-8 out10 pain score on upper arm few inches above PICC entry site just below the axilla hence only 100 mg of epirubicin given. Treatment was stopped and therefore patient did not get the rest of her treatment. Patient was then reassessed: nil redness, nil swelling, nil features of extravasation noted and escalated to nurse in charge and unit doctor. Fluid challenged done 250 ml nacl 0.9 % commenced for 15 minutes to observe for query split in PICC line (internal). Discussed with unit doctor whom requested a linogram however nil beneficial as advised by radiology department. Slight swelling noted on patient's medial upper arm just below the axilla. PICC removed following this. The usual process of using dsmo and hydrocortisone was not possible due to not knowing where the extravasation occurred and concerns therefore over extravasation at a site that is not easily accessible for intervention. We elevated right arm and applied the cold pack for 30 minutes. We gave our patient the post extravasation leaflet and added our contact details. We took photographs of the patient's arm. We have taken advice from the plastic surgery team. (B)(6)2024: patient has applied cold compresses over the last 24 hours and has had no pain practically since the flush was completed. The hope is that the minimal amount of epirubicin has escaped if any. No changes to the site from day before. (B)(6)2024: patient reported she has some aching/soreness from her elbow up to where the swelling had been. This is along the inside of her arm. She is using cold compresses when she can. She reports no redness, swelling or discolouration on the arm. Red mark where PICC line and securacath removed. Advised we would need to keep monitoring her throughout the week and that we would call her again tomorrow to assess how she is doing. Called and spoke to plastics registrar on-call at leeds for advice regarding extravasation. The registrar advised no actions at present as there are no skin changes and if no changes yet the hope is it resolves. (B)(6)2024: patient is still experiencing some discomfort on movement and it feels tight as if she has pulled a muscle. She has no pain at rest though. She says the skin does not look any different. She is taking paracetamol for the discomfort. (B)(6)2024: still uncomfortable on movement but not at rest and no worse. (B)(6)2024: all her skin is intact and looks healthy. There is a small red mark where the PICC line was removed which is healed and expected. Some very minimal dry skin which may have been related to the PICC line dressing rather than extravasation. She still reports that she feels like she has pulled a muscle in that part of arm but this pain/discomfort remains the same and has not worsened. (B)(6)2024: clinic review with oncologist = the recent problem with the PICC line have left an impact with the patient. Arm is sore along the inside into the armpit. Oncologist believes this follows the line of the vein and wonders with the chemotherapy, which was released, most likely into the vein that the patient has suffered from phlebitis rather than a significant leakage into the surrounding tissues. Patient had no skin changes to suggest significant escape of the epirubicin drug and therefore the oncologist would now be hopeful 2 weeks from the original event that the patient will not have any significant tissue damage. He explained that phlebitis however sometimes can persist, as the veins can become scarred and may remain tender for an extended period of time. He prescribed some hirudoid cream. Treatment to resume peripherally. The following additional detail was provided for this event as part of a focus survey: it was reported the catheter total length was 52cm, inserted in the basilic, exit site marking 8cm, secured with a secureacath and used for onocology treatment of epirubicin, cyclophosphamide. Split 15.5cm, internal to the patient causing extravasation 41 days after insertion. Site cleaned with chloraprep 3ml 2% chg in 70% ipa. 23% catheter to vein ratio, x 3 cycles of chemo treatment.